Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, old glue on the lg-lens, could not be identified. No images were provided by sbc, we could not confirm the adhesion of the foreign material on the lg-lens, nor could we identify the material. Could not identify the foreign material and could not conclusively specify the root cause of the foreign material in the device. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection. Chapter 5 reprocessing the endoscope.¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing the colonovideoscope had problems related to reprocessing due to a sticky substance on the distal end of the scope that could not be cleaned per the technician. There were no reports of patient harm associated with this event.